Event description:
Physician is concerned that a metal fragment might have come off the phaco tip since a .2mm particle was found in a second pt's eye during cataract surgery (see co's mci report sent with this report). After reports of testing there should be no problem for the pt, per physician and follow-up will continue. No fragments observed with this pt.